Event description:
It was reported that during an unknown procedure, the blade's tip was broken during the operation. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.